Event description:
It was reported that, since january, the patient has had multiple inappropriate shocks due to t-wave oversensing via reduced intrinsic amplitudes. The sensing vector is currently set to secondary. Technical services advised some testing options. The clinic will bring the patient in and check a different sensing vector. There were no additional adverse patient effects. The system remains implanted.